Event description:
As per desloges, w. Et al., clin orthop relat res doi 10.1007/s11999-012-2498-x. 'Do revised hip surfacing arthroplasties lead to outcomes comparable to those of primary and revised total hip arthroplasties?', allegedly there were 3 patients with pain and soft tissue collection that required revision surgery.

Manufacturer narrative:
This is a literature review. Additional information has been requested. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the save event as 1043534-2012-01205. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.(B)(4).